Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that one day post implant of this pacemaker, the lead safety switch (lss) triggered on another manufacturer's chronic right atrial (ra) lead. The lss was triggered due to an unspecified out of range pacing impedance measurement. It was noted that prior to the device change out procedure there were no issues with the ra lead. Review of the data found oversensing of noise leading to inappropriate stored episodes. Boston scientific technical services (ts) was consulted and suggested an x-ray. A x-ray was taken and reviewed by an electrophysiologist (ep). The ep indicated no significant findings from the x-ray and that the connection between the ra lead and device looked appropriate. The patient presented to a general cardiologists office with no complaints and the lead issue was not addressed at that visit. The patient has scheduled other future follow up visits with the clinic. The field representative noted that they have asked the clinic to keep them informed of any updates for this patient. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.